Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported deflation issue (partial) could not be tested due to the condition of the returned device. The reported difficult to remove and stent migration could not be tested as it was based on operational circumstances. It was reported that negative pressure was held for 2 seconds in an attempt to deflate the balloon. It should be noted that the multi-link 8 coronary stent systems instructions for use states: deflate balloon by pulling negative on inflation device for 30 seconds. The investigation determined that the reported partial deflation issue appears to be related to the use error; however, the reported difficulty to remove, stent migration and subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion located in the distal circumflex. After pre-dilatation was performed, the multi-link 8 was inflated two times at 10 atmospheres each and the stent was implanted in the lesion. Post deployment, the balloon would only partially deflate. It was reported that negative was held for 2 seconds in an attempt to deflate the balloon and the stent migrated. A snare was used to recover the stent. The guiding catheter and the stent delivery system (sds) were removed as a single unit because the balloon was not completely deflated. There was resistance felt during removal of the sds. A new multilink 8 stent of the same size was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.